Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported. It was further reported that the procedure completed with these devices.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination and microscope inspection revealed that the spring tip was observed bent and stretched. Inspection of the remainder of the device presented no other damage or irregularities. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported. It was further reported that the procedure completed with these devices.